Event description:
Patient reported a possible right side deflation. Physician reported a right side "possible deflation" confirmed via mammogram. Device has been explanted and replaced

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, g.2, h.6. Clarification to d6a - implant date: 2019 (year only received).

Event description:
Physician reported a right side "possible deflation" confirmed via mammogram.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a possible right side deflation. Device remains implanted.